Manufacturer narrative:
(B)(4). Nexgen stemmed nonaugmentable option tibial component catalog #: 00598604701 lot #: 64403534. Report source foreign:(B)(6) the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03662, 0002648920-2019-00641.

Event description:
It is reported that the articular surface would not seat in the tibial tray during knee arthroplasty. Another articular surface was used to complete the procedure successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned articular surface exhibited damage to the dovetail feature, which was flared out and compressed, while the distal surface exhibited damage in various areas. Dimensional analysis determined that the device was conforming to specifications. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® cruciate retaining and revision instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The root cause of the reported issue is attributed to use error when implanting the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.